Manufacturer narrative:
Investigation summary: twelve representative samples from batch #8171255 were returned for investigation of this complaint. DHR review shows no quality notification was raised for the batch in the last 12 months. No abnormalities observed after reviewing preventive maintenance, calibration and equipment records. Investigation conclusion: the representative samples were subjected to visual inspection, penetration test and indication time test. The representative samples passed the acceptance criteria. No abnormality was observed. Root cause description: as the samples passed the acceptance criteria, the root cause cannot be determined. Rationale: complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had foreign matter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter had foreign matter.